Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system and confirmed that the system was not starting correctly. The power supply in the generator was replaced and the issue resolved. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that when booting up the system that morning the site saw a red x on the gantry and x-ray function. The system said ¿initializing, please wait¿. It was suggested to the manufacturer representative (rep) to disconnect the umbilical cord and restarting the both the mobile view station (mvs) and image acquisition system (ias) but that did not fix the issue. No patient was present at the time of the event.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that when booting up the system that morning the site saw a red x on the gantry and x-ray function. The system said ¿initializing, please wait¿. It was suggested to the manufacturer representative (rep) to disconnect the umbilical cord and restarting the both the mobile view station (mvs) and image acquisition system (ias) but that did not fix the issue. No patient was present at the time of the event.

Manufacturer narrative:
The power supply psi was returned to the manufacturer for evaluation. After visual/physical examination the reported issue was confirmed. The fluoro central processing unit (cpu) was installed on a known working system. Functionality and usability tests failed. There were long continued beeps and the system was not ready. A faulty pcba was found. If information is provided in the future, a supplemental report will be issued.